Manufacturer narrative:
(B)(4). Approximate age of device - 10 days. The device was returned for evaluation. Thrombus was found within the outlet stator; however, a direct correlation between the observed deposition and the report of ischemic stroke could not conclusively be established through this evaluation. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 1.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicated that the deposition did not initially form in the outlet stator. Although the origin of the deposition could not be determined, its areas of denaturation and the contact marks observed at the distal end of the rotor suggest that it was present while the device was supporting the patient. Although a root cause for the development of the deposition could not conclusively be determined through this evaluation, it could have contributed to the patient''s elevated lactate dehydrogenase, as well as the changes in power and flow that were confirmed in the submitted log file. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. . A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced an ischemic stroke and interrogation of the lvad system showed 2-3 days of high estimated pump flow and an increase in pump power. Laboratory test results showed elevated lactate dehydrogenase (ldh) in the 800 u/l range. The patient¿s plasma free hemoglobin level was 12-30 mg/dl. No signs of congestive heart failure were reported. The patient was started on integrilin. Of note, it was reported that kcentra had been given to the patient during the initial operation. The patient was taken to the operating room and received a pump only exchange via sternotomy approach. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. Upon device explant, tissue was visualized within the device. After the exchange, flows and powers were within normal limits. No additional information was provided.